Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the frame is broke on the chair. The dealer stated it is on the seat frame on the tube.